Event description:
The patient had a previously placed ptfe femoral bypass graft in the area of the arteriotomy. The radiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Needle back down was not successful. Bleeding could not be controlled around the device. A second attempt at needle deployment and back down were also unsuccessful. The patient was taken for surgical device removal. Surgery was successful and the patient was doing well by the end of the day. The vascular surgeon noted that one needle was inside the barrel, the second inside the artery. He also described the graft as rock hard.